Event description:
It was reported that a ems was used during a laparoscopic burch procedure. It was reported by the affiliate that the staples got stuck and jammed, thats why it stopped functioning. The first staple was ok, but the following got stuck/jammed and it stopped working. A new device was used to complete the case. There was no consequence to the pt.